Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leakage was observed in the cassette, with fluid emerging from the bag. Additional information received from the customer stated that two cassettes from lot 6085513 were affected in the event observed during the filling of the bag with infusion solution under laminar airflow in the clean room. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The complaint of leakage cannot be replicated or confirmed. Review of event log found no relevant information. Review of service history found no relevant information. As received, a black circular outline was noted on one of the cassettes. No additional anomalies or damage was noted. In attempts to replicate clinical use each cassette was filled with 100ml of water using an ICU medical provided syringe. No leakage or issues filling were observed